Event description:
It was reported that increased capture threshold was observed on the right ventricular (rv) lead. A perforation was suspected. The rv lead was explanted and replaced to resolve the event. When the rv lead was explanted, an insulation anomaly was observed. The patient was stable.

Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as the product serial number provided was not valid.